Event description:
During a remote follow-up, episodes of far field r-wave over-sensing and inappropriate mode switch (ams) were observed on the device. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.